Event description:
During surgical procedure to place a brain stimulator a small plastic piece of the extension kit broke off. The piece could not be located by x-ray or CT but is known to be located in the neck tissue and not in a vessel. Surgeon chose to leave piece in the pt as surgeon does not believe the piece will cause injury or harm to the pt. X-ray and CT failure to identify piece in the pt's neck. The brain stimulator was placed successfully despite the device issue.